Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush head came away from housing whilst in mouth-oral-b/power oral care refills [device breakage]. Case narrative: consumer stated via e-mail that toothbrush head was replaced and on the first use brush head came away from housing whilst in mouth. No injury was reported.

Manufacturer narrative:
On 10-jul-2025: product return was received and identified as a non-genuine oral-b product. It was not manufactured under p&g control.

Event description:
Brush head came away from housing whilst in mouth-oral-b/power oral care refills [device breakage]. Product counterfeit-oral-b refills [product counterfeit]. Case narrative: consumer stated via e-mail that toothbrush head was replaced and on the first use brush head came away from housing whilst in mouth. No injury was reported. On 10-jul-2025: product investigation results. The product involved was confirmed to be a counterfeit, so the product problem will be removed from the oral-b toothbrush head refill. No injury was reported.